Manufacturer narrative:
The qc was acceptable. A general product problem was excluded. The field service representative performed tests and successful checks. The provided sample images show a sample clot (fibrin). The investigation determined the issue was due to pre-analytical handling issues.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 127 ng/l. The high result was questioned by the technician, and the sample was repeated. The repeated results were 9 ng/l and 11 ng/l. The sample was repeated on another module, and the result was <7 ng/l. The result of 9 ng/l was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.